Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 39 mg/dl with difficulty speaking, blurred vision, confusion, and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. The basal history matched the active basal program settings, and the bolus totals matched and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pumps history. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while on the insulin pump.